Manufacturer narrative:
H3. Device evaluated by manufacturer and h6. Health impact, event problem and evaluation codes: updated. One device was returned for investigation with a cracked enclosure and tank cover, faded line cord, and outdated printed circuit board (pcb) and power switch. Functional tests were performed and when the float switch is triggered it doesn't alarm confirming the customer complaint. A faulty float switch is what caused the reported problem. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped. A manufacturing device history report (DHR) review was not performed because the device is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously.

Event description:
Additional information: device issue was found during preventative maintenance.

Manufacturer narrative:
Month and year of event have been provided, day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device did not pass the float switch test or alarm. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.